Manufacturer narrative:
The product was not returned due to being discarded by the hospital. DHR review was not performed due to unknown lot number. Complaint history review found no additional related issues to this lot. The complaint was not confirmed and the root cause cannot be determined. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Associated package insert lists under care and handling of instruments: general: surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance. Zimmer biomet complaint (B)(4). Discarded by hospital.

Event description:
It was reported by a sales representative on the (B)(6) 2015 that a ratchet handle had fallen apart during surgery due to wear and tear and a replacement was requested.